Event description:
Medtronic received information that reported the patient presented to the facility in salvage critical condition, as they had severe aortic valve endocarditis. A positive blood culture was confirmed for the same organism found in a urine culture weeks prior. It was also reported that a vegetation could be seen on the patients native right and non-coronary cusp. The patient also had symptoms of shortness of breath. Re-inspection of the left ventricular outflow tract (lvot) revealed additional abscess and tissue destruction, requiring further debridement and patch reconstruction. The 23mm aortic bioprosthetic valve was implanted after debridement was completed. It was further noted that subsequently, 1 day later, the patient died. The cause of death was not received. Therefore, relatedness of the death to the valve could not be excluded. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.